Manufacturer narrative:
The insulin pump received with no button response and button error alarm due to corroded keypad traces. Functional testing could not be performed, due to button error alarm and no button response. The device was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, a cracked reservoir tube and a cracked belt clip slot.

Event description:
A nurse called reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known, but he was in the emergency room with extremely low blood glucose and not coherent enough to speak. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.